Event description:
It was reported that when using the bd pyxis¿ medstation¿ es discharged patients populated in pyxis server there are 27 pages list of patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharge patients were still populated in the server. A technical support specialist troubleshot the device and dialed into the station and found no issues with data synchronization, maintenance logs, or server settings. Customer confirmed check on their end and approved case closure. The system functioned as intended after the technical support specialist diagnosed the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es discharged patients populated in pyxis server there are 27 pages list of patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.